Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were too sensitive. It was also found the numbers would ramp up on the customer's insulin pump. The customer had put in 10 carbohydrates but the insulin pump gave them 16 carbohydrates. Customer's blood glucose was 355 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened, buttons, dome switch. Functional testing was not performed due to unresponsive buttons. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.